Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation with a thermocool smarttouch catheter and the patient experienced a cerebrovascular accident. An adverse event occurred following a procedure involving biosense webster products. Thirty minutes after the end of the procedure, the patient suffered a stroke and died. The cause of the problem was not clearly identified. Additional information was received on 14-nov-2024. It was initially informed that the patient was dead; however, it was a mistake. The patient is not dead, but he has not recovered since he had the major stroke. He is now only able to move his fingers. The diagnosis of cerebrovascular had been confirmed via imaging. The physician's opinion on the cause of the adverse event was patient condition. There was no evidence of char / thrombus / clot during the procedure. No issues with flow rate change at the start of ablation.

Manufacturer narrative:
Initially the d4. Catalog field was reported as ¿unk_smart touch bidirectional¿. Additional information was received on 26-nov-2024, providing the catalog number and lot number. Therefore, updated the following fields: -d4. Catalog to d134804. -d1. Brand name from thermocool smarttouch to thermocool smarttouch sf. -d4. Lot to 31365993l. -d4. Expiration date 20-jul-2027. -d4. Primary UDI number to (B)(4). -h4. Device manufacture date to 21-jul-2024. -g4. PMA/ 510(k) from p030031/s053 to p030031. Since the lot number was provided, a manufacturing record evaluation was performed for the finished device number lot 31365993l and no internal action related to the complaint was found during the review. Therefore, h6. Type of investigation was updated to include in the b14. Analysis of production records. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).